Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, due to the reset, the pump history was noted to have been cleared. Blood glucose level was 229 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.